Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, they noticed the haptic was stretched. The procedure was completed on the same day. Additional information was requested and received stating that the event occurred before implantation and no patient contact. The procedure was completed using back up lens with no further consequences for the patient.